Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 497 mg/dl. Customer stated that insulin pump received insulin flow block alarm. Customer performed 5.0u fill cannula and insulin exited. Cannula was not bent. Device will not returned for analysis.